Manufacturer narrative:
(B)(4). A customer sent in 1 unused companion sample for an evaluation. The sample arrived in a sealed pouch. The sample was removed from the pouch, the male luer tip protector was then hand removed with no difficulty noted. Both the tip protector and male luer were then visually inspected with no abnormalities noted. The spike tip protector was also hand removed with no difficulty. Since the male tip protector was hand removed with no difficulty the reported condition will not be confirmed. The cause of this condition is unknown.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
A customer reported to baxter product surveillance of a clear link set in which the blue cap on the male luer of the set is difficult to take off from the male luer. Hemostats were used to remove the blue cap. This condition occurred before-use. There was no patient injury or medical intervention necessary. No additional information is available.